Event description:
I-med pump set at 16cc/hr with 500cc d5/h20 with 25,000 units heparin to run 24 hours, bag empty in 7 hours 45 min. Pt given 1 unit fresh frozen plasma. Vit k 10mg x 2. Hold coumadin, heparin, aspirin.